Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer took the battery out until the notification light did not blink anymore. The customer stated since a few weeks, she can only do one week with (B)(4) lithium batteries before 6-7 weeks. The customer will be sent a new batteries and battery cap.